Event description:
A patient prepped for a biopsy procedure using the magnum. Prior to the procedure, during sample evaluation, it was identified and reported that the device had been contaminated with black hair and white fluff. There was no patient contact. This is report 22 of 59.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received 67 sealed magnum needle disposable core biopsy instrument for evaluation. The magnum biopsy needles were randomly numbered for evaluation purposes. Upon visual and microscopic evaluation, in sample 6 -15, sample 17 - 26, sample 28 - 36, sample 38 - 67 an unknown substance was noted within the sealed packaging. Functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported failure for 59 devices as an unknown substance was noted within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material issue is related to manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent biopsy using the magnum. During the sample evaluation, it was identified and reported that device had contaminated with black hair and a white fluff. There was no patient contact. This is report 22 of 59.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.